Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2016-05291, 0001825034-2016-05291 and 0001825034-2016-05301).

Event description:
Patient was revised approximately two years post-implantation due to unknown reasons. The head and taper were removed and replaced with an active articulation bearing, head, and taper.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Reported event was unable to be confirmed, as event details available were insufficient.. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.